Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: during investigation, the pump powered up to a dim and fading display. Unrelated to the original complaint, the battery compartment was cracked on the side of the pump. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.